Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a blood transfusion a leak occurred at the junction of the tubing and the filtered drip chamber. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that a leak occurred at the junction of the tubing and the filtered drip chamber was confirmed to be a leak from the top of the filter drip chamber. No anomalies were observed with the set during initial visual inspection. Functional testing found the set leaked at the engagement between the top of the filtered drip chamber and tubing. Closer inspection observed insufficient solvent at the engagement between the tubing and the top drip chamber ports. Dimensional analysis was performed on the pvc tubing; the tubing measured within specification. The root cause of the leak is insufficient solvent at the tubing engagement to the top of the drip chamber.

Event description:
The customer reported that during a blood transfusion a leak occurred at the junction of the tubing and the filtered drip chamber. There was no report of patient harm.